Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on 30-oct-2024. The event occurred three or more hours after insertion. The infusion set was in use for three hours. The insertion site was abdomen. The blood glucose level was 589 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.